Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify failed battery test due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was unknown. Customer reported that they received open book image on screen after insulin pump exposed to moisture. Customer reported that before open book image they received battery failed alarm. The customer was advised to discontinue use of insulin pump and recommended to refer back up plan. The insulin pump will be returned for analysis.